Event description:
The account generated a falsely elevated architect ca19-9xr result of 945.56 u/ml on a patient sample that repeated at 4.08 and 4 u/ml. The account stated the previous ca19-9 result for the patient was around 2 u/ml. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The trend review and ticket search identified normal complaint activity for the issue under investigation and likely cause lot. Patient mean data (collected from abbott link) was reviewed. This data was used to calculate the average patient median, which was in turn used to determine the concentration difference of each reagent lot. The concentration difference was compared to the total allowable bias as defined by an internal requirement for the architect ca19-9xr assay. None of the reagent lots evaluated exceeded the internal requirement for the architect ca19-9xr assay. The analysis concludes that all reagent lots reviewed read patient results consistently. The investigation results show that there is no product deficiency and that the architect ca 19-9xr reagents are performing as intended.

Manufacturer narrative:
This report is being filed on an international product list 2k91-35 that has a similar product distributed in the u.s., list number 2k91-27. (B)(4). Evaluation in progress.